Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax), hydrocodone bitartrate;paracetamol (norco), ibuprofen, losartan and medroxyprogesterone acetate (depo-provera). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dental caries ("teeth cavity"), toothache ("teeth ache") and hyperaesthesia teeth ("teeth sensitivity"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, dental caries, toothache and hyperaesthesia teeth outcome was unknown. The reporter considered dental caries, hyperaesthesia teeth, medical device removal and toothache to be related to essure. The reporter commented: discrepancy noted in dob : as per mr (B)(6) 1981. No. Of coils: the left insert was then place using standard technique ant 3 coils visualized. A similar placement was performed on the right and 3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure contraceptive is noted within the proximal fallopian tubes bilaterally, not aligned for any contrast coursing to the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-may-2021: mr received. Reporter information , lab data , concomitant drug added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dental caries ("teeth cavity"), toothache ("teeth ache") and hyperaesthesia teeth ("teeth sensitivity"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, dental caries, toothache and hyperaesthesia teeth outcome was unknown. The reporter considered dental caries, hyperaesthesia teeth, medical device removal and toothache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff fact sheet received : new event medical device removal was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.